Event description:
The patient lifted a very heavy object. Afterward, he lost therapeutic effect and experienced more pain. His pain was rated 8 of 10. The patient was prescribed oral pain medications to manage his symptoms. Also, the patient felt pinching in the implantable neurostimulator pocket when the device was turned on and off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)